Event description:
The sales rep confirmed that "reapplication of btm because the nursing staff accidentally took btm off because they didn't know it had to remain in place". No further information is available.